Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that there were failed battery test. The customer¿s blood glucose level was unknown. The customer stated that the contact on the battery cap was neither missing nor damaged. The insulin pump will be returned for analysis.